Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, duplication testing was performed and no failure was identified related to the reported elevated blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer switched to a different charging cable which resolved the issue.